Manufacturer narrative:
(B)(6). Date of report: 06aug2019. Technical support (ts) provided part number for cooling fan. The customer confirmed that part was ordered and replaced. Unit in service and working fine. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator unit had a broken cooling fan and a missing cooling fan guard. There was no patient involvement reported.